Manufacturer narrative:
The skull clamp was returned following notification that it had been involved in a procedure where a patient slipped out of the clamp. Upon further inquiry, the customer reported that the patient was injured; however, no information about the type of injury were provided. The slight resistance felt when tightening the skull clamp's torque screw under pressure (due to one internal component showing signs of corrosion) is not suspected to have caused or contributed to the described slippage. At this time, no clear cause for this isolated instance of the error can be identified; no manufacturing error is apparent. From our experience, the pinning technique can contribute to slippage. In this context, we refer to the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer informed us on (B)(6) that one of our products was involved in a case in which the treated patient was injured.